Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to dislodgment. The lead had moved to the right side, a new lead of the same model was implanted.